Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet did not charge while on the charger for several hours until a nurse repositioned the device face up on the charger, after which it began charging, consistent with a charging problem involving the battery charger. Symptoms included insufficient information. Outcomes included insufficient information. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed a power source problem was identified associated with a charging problem involving the battery charger. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.